Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI#: (B)(4) product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. The patient¿s medical history includes spinal cord stimulation, degenerative disc chronic pain, and diabetes type ii. It was reported that the patient started experiencing new pain above the implantable neurostimulator and on the left side on (B)(6) 2020. The patient feels tingling, but it does not help. An x-ray was performed on (B)(6) 2020. The x-ray reveals that the leads migrated down from t7 to t9/t10. Electrode pairs 6-12 and 7-13 were noted to have a possible short with group impedance values between 730 ohms and 770 ohms. The patient was reprogrammed which got their back. The patient is doing well, and no lead revision is scheduled at this time. There were no further complications reported.